Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Right side: revised because of leg length difference and pain.

Manufacturer narrative:
Conclusion and justification status: the complaint states right side: revised because of leg length difference head changed in 2011. Also pain a complaints database search did not identify any anomalies. The patient's medical records were received. Medical records were reviewed for MDR reportability. At this time there is no new information that would change the existing MDR decision. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.